Manufacturer narrative:
The customer called in to technical services and a new footpedal was ordered. The replaced footpedal has been received and in-house testing is in progress. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "footswitch not working" (device operates differently than expected). A customer reported the footpedal would not function correctly during surgery. No additional information was provided. Additional information has been requested, but none has been received to date.